Manufacturer narrative:
Evaluation summary: three activated eclipse needles and one single loose pink eclipse shield were submitted for evaluation. Visual examination of the devices did not reveal any manufacturing defects. A review of the complaint history of the subject device for the past 3 years on the reported lot number did not reveal any other complaints. A review of the complaint history for the affected catalog number showed no significant complaint trends for this condition. The event report indicated that when the clinician pressed on skinny part of shield (shield shaft), not the thumb pad, the hinge snapped off the orange hub. This may have contributed to the reported failure. The product insert instructs the user to press the thumb or forefinger on the textured finger pad not the shield shaft. When activating the safety shield, it is important to actually see that the shield has been properly activated and locked in place. Applying torque or force from the side during activation could cause safety shield disengagement from the needle or incomplete activation or damage.

Event description:
While activating, clinician pressed on skinny part of shield, not the thumb pad (textured). Hinge snapped off the orange hub and needle bent back and scratched her.